Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an occlusion alarm during basal delivery. The customer's blood glucose (bg) level was 240 mg/dl. A bolus was delivered to address the bg and no occlusion alarm occurred. A pump system check was performed. The cartridge and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The contact stated that the infusion set site was to be changed.